Manufacturer narrative:
According to the information received, this case seems to be an oedema appearing immediately after injection are well-known and documented adverse reactions following injections of hyaluronic acid fillers. They may be related to an allergic reaction or to the traumatic environment of the injection, they vary according to injection volume and technique and patient factors. With medical treatment, symptoms can be quickly fully resolved, without sequelae. Moreover, the risk of such reactions is mentioned in the instruction for use of teosyal products. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid. Fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healingprocess. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
This incident occurred outside of the USA, in the united kingdom. A female patient was injected with 1 ml of teosyal rha 2 in the lip outline on (B)(6) 2021. The same day, she developed severe swelling in the lower face, lips, which seemed associated with a slight difficulty in swallowing. The patient was hospitalised also the same day. There, it was confirmed by an ent specialist that her airways were clear. She received intravenous steroids and antihistamines for 48 hours, along with pain relief medication. We learned on 06.08.2021 that the adverse event was resolving. Additionally, the injector and the local medical expert contacted both agreed that the plan of action would be to dissolve the filler with hyaluronidase. At the patient's request, the injector decided not to dissolve the filler yet and rather wait to see if the antibiotics completely resolve the adverse event. On 09.08.2021, we received information the patient was out of the hospital and the injector planned to review the patient a few days later. The complete resolution of the adverse event was confirmed on (B)(6) 2021.